Event description:
It was reported that patient underwent a rotator cuff repair procedure utilizing resorbable anchors in (B)(6) 2012. Subsequently, patient alleges pain and has developed a cyst around the resorbable anchors. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "implantation of foreign materials can result in an inflammatory response or allergic reaction." Number 6 states, "pain, discomfort, or abnormal sensation due to the presence of the device." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03489 / 04293).